Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they noticed yesterday they felt the therapy stop (they stopped feeling stimulation,) and when they put their communicator on their ins and tried to connect they saw the error message: power on reset (por,) and they could not get to the home section using the control equipment. Patient services reviewed with the patient the meaning of a por and the patient reported they didn't think they needed to recharge because they had recharged successfully about 2 weeks after implant when they noticed their ins battery had run down. The patient said they wanted it working as soon as possible and they were redirected to the health care professional (hcp). The patient noted it wastheir hcp's surgery day they were not answering at the hcp office/there was no one there.  Patient services offered to send an email to the manufacturer representative (rep) in the area. They also called the patient  back to ask if the patient may be able to recharge their ins to potentially resolve the por however the patient stated their incision site was not completely healed, that they healed slow and could still feel the stitches and thus patient services was reluctant to have the patient attempt to recharge on the call. Patient services sent an e-mail to the rep, explaining the issue and noting the patient would continue trying to reach their doctor. The patient mentioned unrelated medical history, which included they had a torn rotator cuff and may get an inspire implant. Patient services also reviewed compatibility guidelines for MRI, diathermy, mammogram and other general medical testing information.